Manufacturer narrative:
Other, other text: h10: device evaluation: one cadd legacy 1 pump was returned for investigation in used condition. The event history log could not be downloaded. The device was powered up and immediately alarmed with error code 1720. This error code indicates an issue with the back-up capacitor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The faulty back-up capacitor was replaced in order to address the reported product problem.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 alarmed lec 1720 . Event occurred during testing, no patient involvement. Event date unknown